Event description:
It was reported that the lead appeared to have a short between conductors 0-1 (75 ohms). Additional information indicated that the lead and extension connection was examined and the lead was tested and found to be intact. Therefore the extension was replaced, which resolved the short when tested with the new battery. The manufacturer representative stated that the patient is doing well, but they did not keep the extension for analysis.

Manufacturer narrative:
Product ID 37085-95, lot# serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type extension product ID 3550-05, lot# n278659, serial# implanted: (B)(6) 2011, explanted: product type accessory product ID 3389s-40, lot# v659421, serial# implanted: (B)(6) 2011, explanted: product type lead. (B)(4).